Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/01/2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that on day 3 or 4 after the sensor was inserted, the patient removed it due to the skin being itchy and red. It was indicated that the skin reaction had resulted in a scar. The patient mentioned that the skin reaction was resolved in 3-4 days. At the time of contact, the patient was doing okay. No additional patient or event information is available. A photograph was provided for evaluation. The reported event of a skin reaction was confirmed. A root cause could not be determined.